Event description:
It was reported that during a follow up in clinic, inaccurate diagnostic measurements were noted. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.